Event description:
It was reported that during an atrial fibrillation procedure using a faradrive sheath, during sheath preparation, there was an air leakage at the tail end of the sheath. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath, during sheath preparation, there was a air leakage at the tail end of the sheath. The device was replaced, and the procedure was completed successfully. No patient complications were reported. It was further reported that the device is not expected to be returned as it was destroyed.

Manufacturer narrative:
B5: describe event or problem: updated. Device technical analysis: it was indicated that the device was destroyed; therefore, a technical analysis of the complaint device could not be completed. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review: a risk review performed for the faradrive device confirmed that the event of visible air bubbles is a known event defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Investigation conclusion: based on the available information, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.